Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem and device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use during an atrial fibrillation procedure. During procedure, fluid leak was noted around hemostatic valve. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis. It was further reported that there was back flow leak of blood. Irrigation was performed using a drip bag of heparinized saline on a pressure bag. Normal bubbles were observed during flushing, blood slowly leaking back from the hemostatic valve. The position of the guidewire was when they inserted farawave into the sheath back in the forward. Leak was identified before ablation and blood loss negligible amount 1cc.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears were identified on the external valve, resulting in the reported allegation. Leakage test observed a leak from the hemostatic valve. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the faradrive steerable sheath clear risk documentation was completed and confirmed that the event of inadequate valve seal was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific's investigation determined that the tears on the external hemostatic valve most likely caused the air bubbles and leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported that faradrive steerable sheath clear was selected for use during an atrial fibrillation procedure. During procedure, fluid leak was noted around hemostatic valve. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis. It was further reported that there was back flow leak of blood. Irrigation was performed using a drip bag of heparinized saline on a pressure bag. Normal bubbles were observed during flushing, blood slowly leaking back from the hemostatic valve. The position of the guidewire was when they inserted farawave into the sheath back in the forward. Leak was identified before ablation and blood loss negligible amount 1cc.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use during an atrial fibrillation procedure. During procedure, fluid leak was noted around hemostatic valve. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis.